Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
It was reported that per medical records (B)(6) 2010: patient presented with pre-op diagnosis: l4-l5 pseudoarthrosis with chronic back pain. Procedures: 1) extreme lateral interbody fusion l4-l5. 2) interbody 10 mm lordotic tabbed implant. 3) lateral screw fixation 55mm 4) application of rhbmp-2 bone graft substitute. Op-notes: the cage was filled with rhbmp-2 bone graft substitute small size. Two holes were made within the tabbed implant along the lateral aspect of the l4 and l5 vertebral body, followed by drilling of a 55 mm screw.no complications were reported patient alleges unspecified injury due to the use of rhbmp-2